Manufacturer narrative:
The tac (technical assistance center) advised the customer that the spare lamp indicator will be lit if the main lamp failed to ignite and turn on. The purpose for the spare lamp is for the user to withdraw the scope from the patient and not to use it for the procedure. Also, advised that the spare lamp is a halogen lamp and it is not as bright as main xenon lamp therefore, swap out the whole heatsink and xenon lamp assembly with another unit and observe the result. It was also additionally reported that the olympus xenon lamp was not used on this unit. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii xenon light source exhibited spare lamp indicator is lit on the unit, the lamp was replaced a while ago and it has 100 hours on it. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number provided is not correct. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Based off the troubleshooting with the customer up front, the customers complaint was confirmed. However, the device was not returned. Attempts have been made since the initial communication, for additional information, but no responses have been received from the customer. Olympus will continue to monitor field performance for this device.